Manufacturer narrative:
An event of deformity of device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the contraindication in instructions for use arten600038216 - a, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 25mm amplatzer cribriform occluder was chosen for a pfo closure procedure. At the start of the procedure, an echocardiogram (echo) was performed revealing a aneurysmal atrial septum. The physician had a discussion with the abbott sales representative regarding which device would be best to use. After the device was chosen the device was prepared per the "instructions for use" (IFU). The device passed pre-procedure inspection. Upon deployment of the device, it was reported that the left atrial disc had a cup like appearance (not flat) and the right disc was deployed and assessed on echo by the physician before the device detached. The implanting physician felt that the device had captured the aneurysmal septum however he felt it didn't look right. He recaptured the right disc of the device and tried to push the left atrial disc flat by pushing it against the left atrial wall. The left atrial disc had remained in a "cup" like shape and the right atrial disc was deployed again. At this time the physician used the echo to observe the device. It was determined by the implanting physician that the device appeared stable, safe and closed the septum. The device was released and remained in place. A bubble study was performed and there was no evidence of bubbles crossing the septum. The procedure was completed with the left atrial disc looking like a "cup" like (not flat) shape at the conclusion of the procedure. The device remains implanted, the patient has been discharged and the patient is being monitored. No additional information has been provided.